Manufacturer narrative:
Submit date: may 12, 2017 an investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the skin level balloon broke into two and one part remained in the interior of the patient's stomach. An endoscopy was performed to remove the foreign body. The patient is well.

Manufacturer narrative:
Submit date: 2017-08-02. Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the skin level balloon broke into two and one part remained in the interior of the patient's stomach. An endoscopy was performed to remove the foreign body. The patient is well.

Manufacturer narrative:
Lot number and expiration date in section d was provided and the initial reporter's first and last name were provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the skin level balloon broke into two and one part remained in the interior of the patient's stomach. An endoscopy was performed to remove the foreign body. The patient is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.